Event description:
Medtronic received information that approximately six years, seven months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with new onset shortness of breath. The patient was hypoxic with an oxygen saturation of 71%. The patient was placed on 12 liters of oxygen via a non-rebreather and saturations improved to 90%. One nitroglycerin provided and intravenous diuretics initiated. Acute on chronic congestive heart failure and a hypertensive urgency was reported. The patient was hospitalized for further evaluation with elevated cardiac enzymes and brain natriuretic peptide. The elevated enzymes were reported as a myocardial infarction. The bnp was result of the coronary artery disease and structural valve deterioration (svd). Coronary artery disease presented due to lipid rich plaque and a left heart catheterization occurred two days later. Three vessels identified with stenosis of 100%, 90%, and 60%. Intervention was not reported. It was noted that the valve possibly contributed to the acute on chronic heart failure. An echocardiogram was consistent with ¿moderately severe¿ aortic stenosis and svd. No intervention performed as result of the transcatheter heart valve itself. The patient was discharged home. No additional adverse patient effects were reported. Additional information was received from the physician that there was no indication the valve contributed to the elevated cardiac enzymes or myocardial infarction. Additional information was received that approximately six years, nine months following valve implant, a transthoracic echocardiogram was performed and showed a severely reduced systolic function with a visually estimated left ventricle ejection fraction (lvef) of 25-30%. The patient was symptomatic with complaint of shortness of breath and was hypoxic. The patient was placed on supplemental oxygen and received diuretic medication therapy. Per the physician, these symptoms were related to the reduced lvef. Additional information was received that approximately seven years following valve implant, the patient was admitted due to shortness of breath and an unspecified issue with the bilateral lower extremities. Upon further assessment, the patient's liver panel was elevated due to congestive heart failure (chf). Diagnostic testing was performed via ultrasound of the abdomen and a small pleural effusion was identified in the left lung. Diuretic medication was administered along with electrolyte repletion. The patient died ten days after admission. The cause of death was due to a worsening of chf. It is unknown if an autopsy was performed. Per the physician, the medtronic valve was a contributing factor to the patient's death.

Manufacturer narrative:
Updated data: b5. Fourth paragraph added. Additional codes. Annex f added. Corrected data: additional codes. Annex g corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with new onset shortness of breath. The patient was hypoxic with an oxygen saturation of 71%. The patient was placed on 12 liters of oxygen via a non-rebreather and saturations improved to 90%. One nitroglycerin provided and intravenous diuretics initiated. Acute on chronic congestive heart failure and a hypertensive urgency was reported. The patient was hospitalized for further evaluation with elevated cardiac enzymes and brain natriuretic peptide (bnp). The elevated enzymes were reported as a myocardial infarction. The bnp was result of the coronary artery disease and structural valve deterioration (svd). Coronary artery disease presented due to lipid rich plaque and a left heart catheterization occurred two days later. Three vessels identified with stenosis of 100%, 90%, and 60%. Intervention was not reported. It was noted that the valve possibly contributed to the acute on chronic heart failure. An echocardiogram was consistent with ¿moderately severe¿ aortic stenosis and svd. No intervention performed as result of the transcatheter heart valve itself. The patient was discharged home. No additional adverse patient effects were reported. Additional information was received from the physician that there was no indication the valve contributed to the elevated cardiac enzymes or myocardial infarction. Additional information was received that approximately six years, nine months following valve implant, a transthoracic echocardiogram was performed and showed a severely reduced systolic function with a visually estimated left ventricle ejection fraction (lvef) of 25-30%. The patient was symptomatic with complaint of shortness of breath and was hypoxic. The patient was placed on supplemental oxygen and received diuretic medication therapy. Per the physician, these symptoms were related to the reduced lvef.

Manufacturer narrative:
Updated data: b5. Third paragraph. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with new onset shortness of breath. The patient was hypoxic with an oxygen saturation of 71%. The patient was placed on 12 liters of oxygen via a non-rebreather and saturations improved to 90%. One nitroglycerin provided and intravenous diuretics initiated. Acute on chronic congestive heart failure and a hypertensive urgency was reported. The patient was hospitalized for further evaluation with elevated cardiac enzymes and brain natriuretic peptide (bnp). The elevated enzymes were reported as a myocardial infarction. The bnp was result of the coronary artery disease and structural valve deterioration (svd). Coronary artery disease presented due to lipid rich plaque and a left heart catheterization occurred two days later. Three vessels identified with stenosis of 100%, 90%, and 60%. Intervention was not reported. It was noted that the valve possibly contributed to the acute on chronic heart failure. An echocardiogram was consistent with ¿moderately severe¿ aortic stenosis and svd. No in tervention performed as result of the transcatheter heart valve itself. The patient was discharged home. No additional adverse patient effects were reported. Additional information was received from the physician that there was no indication the valve contributed to the elevated cardiac enzymes or myocardial infarction. Additional information was received that approximately six years, nine months following valve implant, a transthoracic echocardiogram was performed and showed a severely reduced systolic function with a visually estimated left ventricle ejection fraction (lvef) of 25-30%. The patient was symptomatic with complaint of shortness of breath (sob) and was hypoxic. The patient was placed on supplemental oxygen and received diuretic medication therapy. Per the physician, these symptoms were related to the reduced lvef. Additional information was received that approximately seven years following valve implant, the patient was admitted due to sob and an unspecified issue with the bilateral lower extremities. Upon further assessment, the patient's liver panel was elevated due to congestive heart failure (chf). Diagnostic testing was performed via ultrasound of the abdomen and a small pleural effusion was identified in the left lung. Diuretic medication was administered along with electrolyte repletion. The patient died ten days after admission. The cause of death was due to a worsening of chf. It is unknown if an autopsy was performed. Per the physician, the medtronic valve was a contributing factor to the patient's death. Additional information was received that during the admission for sob, a transthoracic echocardiogram was performed that showed prosthetic valve obstruction, severe mitral annular calcification, moderate mitral regurgitation, and severe mitral stenosis. Additional information was received from the physician noting both the aortic and mitral valves were obstructed. The aortic valve is structural valve deterioration and related to the valve. The mitral is mitral annular calcification and is unrelated. Additionally, the medtronic valve had no influence on the mitral stenosis.

Manufacturer narrative:
Updated data: b5. Sixth paragraph was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with new onset shortness of breath. The patient was hypoxic with an oxygen saturation of 71%. The patient was placed on 12 liters of oxygen via a non-rebreather and saturations improved to 90%. One nitroglycerin provided and intravenous diuretics initiated. Acute on chronic congestive heart failure and a hypertensive urgency was reported. The patient was hospitalized for further evaluation with elevated cardiac enzymes and brain natriuretic peptide (bnp). The elevated enzymes were reported as a myocardial infarction. The bnp was result of the coronary artery disease and structural valve deterioration (svd. Coronary artery disease presented due to lipid rich plaque and a left heart catheterization occurred two days later. Three vessels identified with stenosis of 100%, 90%, and 60%. Intervention was not reported. It was noted that the valve possibly contributed to the acute on chronic heart failure. An echocardiogram was consistent with ¿moderately severe¿ aortic stenosis and structural valve deterioration (svd). No intervention performed as result of the transcatheter heart valve itself. The patient was discharged home. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5 correction: b2- outcome attributed to adverse event, date of death and h1 - type of reportable event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported no autopsy was performed.

Manufacturer narrative:
Updated data: b5. Fifth paragraph added h6. Patient code added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately 6 years and 7 months following the implant of this transcatheter bioprosthetic valve, the patient presented to the emergency department with new onset shortness of breath. The patient was hypoxic with an oxygen saturation of 71%. The patient was placed on 12 liters of oxygen via a non-rebreather and saturations improved to 90%. One nitroglycerin provided and intravenous diuretics initiated. Acute on chronic congestive heart failure and a hypertensive urgency was reported. The patient was hospitalized for further evaluation with elevated cardiac enzymes and brain natriuretic peptide (bnp). The elevated enzymes were reported as a myocardial infarction. The bnp was result of the coronary artery disease and structural valve deterioration (svd). Coronary artery disease presented due to lipid rich plaque and a left heart catheterization occurred two days later. Three vessels identified with stenosis of 100%, 90%, and 60%. Intervention was not reported. It was noted that the valve possibly contributed to the acute on chronic heart failure. An echocardiogram was consistent with ¿moderately severe¿ aortic stenosis and svd. No intervention performed as result of the transcatheter heart valve itself. The patient was discharged home. No additional adverse patient effects were reported. Additional information was received from the physician that there was no indication the valve contributed to the elevated cardiac enzymes or myocardial infarction. Additional information was received that approximately six years, nine months following valve implant, a transthoracic echocardiogram was performed and showed a severely reduced systolic function with a visually estimated left ventricle ejection fraction (lvef) of 25-30%. The patient was symptomatic with complaint of shortness of breath (sob) and was hypoxic. The patient was placed on supplemental oxygen and received diuretic medication therapy. Per the physician, these symptoms were related to the reduced lvef. Additional information was received that approximately seven years following valve implant, the patient was admitted due to sob and an unspecified issue with the bilateral lower extremities. Upon further assessment, the patient's liver panel was elevated due to congestive heart failure (chf). Diagnostic testing was performed via ultrasound of the abdomen and a small pleural effusion was identified in the left lung. Diuretic medication was administered along with electrolyte repletion. The patient died ten days after admission. The cause of death was due to a worsening of chf. It is unknown if an autopsy was performed. Per the physician, the medtronic valve was a contributing factor to the patient's death. Additional information was received that during the admission for sob, a transthoracic echocardiogram was performed that showed prosthetic valve obstruction, severe mitral annular calcification, moderate mitral regurgitation, and severe mitral stenosis.

Manufacturer narrative:
Follow up number: 005 was inadvertently submitted without the updated b5. Corrected data: b5. Fifth paragraph added. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the physician that there was no indication the valve contributed to the elevated cardiac enzymes or myocardial infarction (mi).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: h6 - annex b, annex c, annex d product analysis: the valve remains implanted so no product analysis could be performed. Images were submitted to medtronic for review. The excerpt of the image subject matter expert (sme) review report follows: post transcatheter aortic valve replacement (tavr) transthoracic echocardiogram (tte) images provided from one day post valve implant. Suboptimal image quality was noted. Evolut implant appeared deep. Mitral valve leaflets appeared severely calcified. Mild to moderate mitral regurgitation was observed. Left atrium appeared enlarged. Possible calcification of prosthetic leaflets was noted. Ejection fraction was about 30%. Right heart was poorly visualized. Conclusion: stenosis is a known potential adverse effect per the evolut instructions for use (IFU). Stenosis of bioprosthetic valves can be a manifestation of structural valve dysfunction (e.g. Calcification), thrombosis, and/or non structural dysfunction (e.g. Pannus, obstruction). Several factors could contribute to the onset and propagation of either failure mechanism such as patient medical history (age, disease stage, comorbidities), pharmacological factors, and/or intrinsic properties of the valve itself. With the information available a conclusive root cause of the stenosis could not be determined. Heart failure is listed in the device IFU under potential adverse events, and can be related to several factors (procedure, patient comorbidities). With the information available a conclusive root cause could not be determined. Hypertension is a known potential adverse effect per the device IFU, with a variety of factors that can influence its onset. A conclusive root cause could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.